Event description:
While the pt was in pacu after a shoulder operation, the surgeon ordered an x-ray and stated the position of the implants required a revision. Two components (glenoid sphere and insert) were removed and replaced.

Manufacturer narrative:
The manufacturing files were checked and found showing no defect. Investigation made on the explanted devices revealed that the devices were in conformity with our specifications. We are pursuing our investigation in order to try to determine the origins of this incident. Additional catalog #: dwb994, serial # (B)(4), lot # 8535af.